Event description:
This ra lead was implanted on (B)(6) 2000 and remains implanted at this time. A call was placed to technical services on 07/20/2016 stating that there is noise not being detected on the ra lead. Discussed with representative that is might be outside of the band pass filter or low amplitude. The physician was (B)(6) at (B)(6) general hospital in (B)(6) no other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).